Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis. If significant information is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer states during use a nurse found a 15mm connector was detached by accident. No patient harm. At this time, required medical intervention (recannulation of a replacement tube) is unknown. No additional information provided.